Manufacturer narrative:
Samples from the patient were submitted for investigation. Investigation confirmed the presence of a ruthenium interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for thyrotropin (tsh). Based on the data provided, erroneous free thyroxine (ft4) were also identified. The erroneous results were reported outside of the laboratory. The tsh comparison testing was performed between an e 602 analyzer and a beckman unicel instrument. The ft4 comparison results were from an e601 analyzer and the beckman unicel instrument. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. The initial tsh result from the e 602 analyzer was 4.79 mui/l. The result did not correspond to the patient's clinical status of hyperthyroidism. The repeat result from the beckman unicel instrument was <0.015 uui/ml. This result was believed to be correct based on the clinical status of the patient. The initial ft4 result from the e 601 analyzer was 20.78 ng/l. The repeat result from the beckman unicel instrument was 15.4 pg/ml. The customer also alleged that the tsh results from the e 602 analyzer were erroneously high for over 3 years. The patient was diagnosed with hyperthyroidism based on these results and was being treated with l- thyroxine. No adverse event due to this treatment has occurred. The patient's current condition was stated to be good with clinical sign of hyperthyroid. See the attachment to the medwatch for relevant tests from this time period. The e 602 analyzer serial number was (B)(4). The e 601 analyzer serial number was (B)(4).